Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received and evaluated at the service center. The complaint was confirmed. The keypad pcb was found to be corroded, therefore it was replaced. The values of the keypad assembly were out of specification, therefore the hand control set was replaced. A short circuit was found in the motor cable, therefore the motor cable was replaced. Fluid contact with the keypad pcb has the potential to cause corrosion of the keypad pcb, therefore is a potential root cause for the keypad pcb being corroded. When the keypad pcb is corroded, it has the potential to cause the buttons not to respond as intended, therefore is a potential root cause for the reported failure. Also, when there is a short circuit in the motor cable the device may not function as intended which would be detectable when the user attempted to activate the device via the buttons therefore is also a potential root cause for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/28/2016 and passed all functional testing before being returned to the customer. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during arthroscopy, micro tornado handpiece when they push the buttons to turn on, the device does not work. There was user involvement. The issue was found pre-operative. They used another device to complete the procedure. Patient and surgical outcome is unknown.